Event description:
The surgeon was using the closure device during laparoscopic surgery. The sharp end of the device broke off and fell inside the patient's abdomen. The piece was retrieved laparoscopically, and there was no injury to the patient.